Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the returned product. Device history record (DHR) was reviewed and no discrepancies were found. One radiograph was provided for review, taken on the day of the patient admission to hospital, (B)(6) 2017. No radiographs from immediately post-op or from before the date of the reported incident were provided. Therefore, no assessment could be made of changes in component positioning and alignment since the primary surgery. The femoral stem exhibited bone attachment, indicating that the stem was very well fixed prior to revision. The stem¿s neck has fractured. It is possible that the fracture occurred due to fatigue; however, the root cause for this cannot be determined from the information provided in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient had a bi-metric stem implanted subsequently the patient had a revision due to fracturing of the bi-metric stem.

Manufacturer narrative:
(B)(4). Implant date - unknown date in 2000. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 17 years post-implantation due to stem fracture at the neck/body junction.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient had a bi-metric stem implanted subsequently the patient had a revision due to fracturing of the bi-metric stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.